Event description:
It was reported that during the atrial lead implant procedure, the lead was re-positioned approximately ten times to search the site for good measurement of threshold and the tip was extended and retracted. On the 11th attempt, the atrial lead tip could not be extended. The atrial lead was removed, and replaced with a new lead. No patient complications have been reported as a result of this event.